Event description:
Component fractured.

Event description:
Component fractured. The initial report did not have a batch number, however we have received this information with product and the qn has been updated. Hence this updated reports.

Manufacturer narrative:
The initial report did not have a batch number, however we have received this information with product and the qn has been updated. Hence this updated reports.